Manufacturer narrative:
Exact date unknown, event occurred a few days ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7071565.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead fracture.